Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a execessive no delivery alarm on the insulin pump. The customer's blood glucose level was 223 mg/dl. The customer stated the excessive no delivery alarm was resolved by changing the infusion set. The customer was advised to call next time when she had no delivery alarm. No further information was reported.